Manufacturer narrative:
A lot number was not provided; therefore a review of the manufacturing records is not possible. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. It is unknown at this time, if the patch remains implanted. Additional information was requested; however the contact reports that no additional information will be provided at this time. Based on the available information, no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported to davol that in 2017 the patient was diagnosed with a recurrent ventral hernia. As reported the patient had been implanted "about a decade ago" with a bard composix kugel hernia patch. The physician reports that the patient had been told at some point the implanted patch was part of a recall. The physician reports that she will most likely remove the patch during a revision procedure.